Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced the new insep with wider magnet then rebooted station to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not fully closed due to looseness, resulting in a delay in medication dispensing. There were no adverse events or injuries reported based on this event.